Event description:
It was reported that the patient experienced a syncopal episode and presented to the emergency room (ER) with a heart rate "in the 20's." The right ventricular lead was not capturing and the threshold was varying, and had been for over a year. The lead was capped and replaced. It was later reported that three days after, the lead revision, the threshold and impedance were within normal range however, the allied health professional elected to reprogram the pacing polarity from unipolar to bipolar. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-45 lead implanted 1998 (B)(6). (B)(4).